Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was repalced and will be returned. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg (sc-1132 sn (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced and will be returned. The patient was doing well postoperatively.